Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician inserted the powercross balloon and it burst when inflated. The balloon was not brought to nominal before it burst. The powercross balloon separated when the physician tried to remove it from the 4 french sheath, and a piece of the balloon is still in the patient. The physicians decided not to remove. No injury to the patient reported.